Event description:
It was reported that the pt's pump was explanted because it was "not working properly." The pt had ongoing issues trying to regulate dosing for spasticity control. It was noted that a rotor study and a dye study were performed. The catheter was checked for patency and nothing abnormal was found. The pt's pump contained baclofen at a concentration of 2,000.0 mcg/ml and a dosage of 446.3 mcg/day (in flex dosing mode). The pt recovered without sequela. No further details or pt symptoms were provided.

Manufacturer narrative:
(B)(4). Pump analysis revealed nothing in the pump logs that indicated any kind of motor stall or battery issue, or any other mechanical or electrical issue with the pump. There was no visual anomaly and the pump was functioning per specification. Flow testing confirmed the pump was dispensing accurately. There were no safe states, elective replacement indicators (eri) or resets noted during bench testing. Conclusion: no anomaly found.